Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The conductor coil was found fractured at 43 cm distal to the is4 connector pin, which is assumed to be the root cause of the observed high pacing impedance. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages into the insulation were found, which most likely resulted from the extraction procedure due to surgical tools. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The homemonitoring trend of the pacing impedance of the lv lead, showed phases where the impedance is >3000 ohm. As a result the lv lead was extracted and a new lv lead was implanted. The ICD as well as the ra and rv lead were not changed.